Event description:
It was reported that during a coronary artery bypass graft, an error occurred. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had reverted to the setup mode. The patient indicated that the alleged issue started on (B)(6) 2010, at around 3:00 pm when the meter would not power on. After replacing the meter's battery, the meter allegedly reverted to the setup mode. About a minute after the issue began, the patient claimed that she developed a symptom of shakiness. The patient denied that she received any treatment because of the alleged issue. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.